Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A root cause was not identified due to insufficient information. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice display during initial drain. The baxter technical service representative assisted with troubleshooting the alarm. The caregiver would set-up with new supplies. During a follow-up with the home patient's spouse, it was found that home patient has had no further problems with the alarm. There was no patient injury or medical intervention reported.